Manufacturer narrative:
A system displaying the ¿replace generator soon¿ warning message was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient's programmer displayed the "replace generator soon" message. Surgical intervention may take place at a later date to address the issue.